Manufacturer narrative:
Erbe offered to evaluate the apc/esu system. However the customer "feels that the issues are not with the vio 300d or the apc 2". Nonetheless, the device history record (DHR) for each of the units was reviewed. Both dhrs were accurate and complete. In conclusion, no issues were found with the erbe equipment that would have caused or contributed to the reported event. Based upon the information provided involving the event, it appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, erbe provides a warning in the user manuals that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. To further address the issue, additional in-servicing was offered to the customer. However, the in-service was declined. Nevertheless, the account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-000, serial number (B)(4)) was involved in a patient incident. In conjunction with the equipment an apc circumferential probe was used. The settings were pulsed apc, effect 2, 20 watts with a flow rate of 0.8 liter per minute. During activation to treat radiation proctitis, a bowel explosion occurred. Surgical intervention was required to address perforation(s) in five (5) spots and the patient required a colostomy bag.